Event description:
It was reported that the pt's catheter was cut and tied off during surgery. The surgeon did not realize that the pt was a baclofen pt. No pt symptoms were reported. Revision of the catheter was being considered. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4)